Event description:
It was further reported that the patients symptoms were not linked to the device. It was further noted the rv lead dislodgement was confirmed by chest x-ray. It was noted that the rv lead was revised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a low heart rate and palpitations. The right ventricular (rv) lead exhibited high thresholds, diminished sensing, variable thresholds, oversensing and undersensing on stored electrograms (egm) - unable to confirm sensing/ capture of the rv lead, suspect dislodgement. There was also rv undersensing resulting in pacing, misclassification of arrhythmia episode type. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patients symptoms were not linked to the device. It was further noted the rv lead dislodgement was confirmed by chest x-ray. It was noted that the rv lead was revised.

Manufacturer narrative:
Corrected b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a low heart rate and palpitations. The right ventricular (rv) lead exhibited high thresholds, variable thresholds, oversensing and undersensing on stored electrograms (egm) - unable to confirm sensing/ capture of the rv lead, suspect dislodgement. There was also rv undersensing resulting in pacing, misclassification of arrhythmia episode type. The lead remains in use. No further patient complications have been reported as a result of this event.